Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4318, lot #: 19540150, description: clik x anchor.

Event description:
A report was received that the patient was experiencing achy low back pain which radiates to the right posterior thigh. It was mentioned that the ipg was not covering the patient's pain adequately. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed the pain was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing achy low back pain which radiates to the right posterior thigh. It was mentioned that the ipg was not covering the patients pain adequately. The patient will undergo an explant procedure.